Manufacturer narrative:
Upon further review, was reported in manufacturer reference number 2017865-2022-48590. Please reference manufacturer reference number 2017865-2022-48590, for information regarding this device/event.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. Discoloration of the header was visually observed. The patient was in stable condition.